Event description:
A malfunction alarm was reported with the displayed code "malf 1," and the fault ID was provided. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was sent a replacement pump by technical support. Instructions on returning the faulty pump were provided and acknowledged by the customer.